Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. It was unknown what caused the peritonitis. Treatment rendered was not reported. On a later date, the patient was discharged from the hospital. The outcome of the low blood pressure was not reported. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd893875 and gd893743 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.